Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported power loss, which was unable to be reproduced. A review of the event history log identified improper shutdown messages, which indicate a power loss. Visual inspection found the cause was depressed battery pins on the rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off during patient therapy in the oncology area (medication, dose, programmed amount and delivery rate unknown). It was indicated that the device stopped for 5 minutes. There was no known patient injury or medical intervention associated with this event. No additional information is available.